Event description:
A customer reported via phone call that they had issues with the keypad and physical damage on their insulin pump. The patient's blood glucose level was 600 mg/dl at the time of the call. The customer stated that the buttons do not respond and that there were cracks on the insulin pump. The customer was treated for the high blood glucose with a insulin injection. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.